Manufacturer narrative:
Ortho performed batch review, complaint review by lot. Retain had expired prior to customer report. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction for one patient that later was ID with anti-jsa in their plasma. Patient was tested at facility on (B)(6) 2016 with 2+ positive reaction noted with 0.8% screening. Information on antigram indicated donor # was not tested for jsa antigen. Using vrc226 only cell # 6 reacted 2+. Customer performed additional testing using immucor cells and found cells that were jsa positive reacting with sample. Customer then retest cell# 6 from vrc226 ( untreated) with "known anti-jsa antisera", and stated donor is reacting 2+. Customer was able to confirmed antibody ( anti-jsa). Issue started on: (B)(6) 2016, reported 11-22-16. Incubation time (for manual test only): 15 minutes. Daily qc performed and found to be acceptable. Transfusion history: not provided on patient. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU visual appearance before use: all reagents had a normal appearance prior to use. Ortho care discussed with customer that due to lack of ortho antisera (anti-jsa) we would not be able to confirmed the antigen on donor cell.